Event description:
It was reported that the subject device exhibited a cleaning brush that had remained inside the channel came out, the issue occurred during diagnostic procedure of the upper gastrointestinal tract, procedure was completed using same set of device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.